Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that during placement of another company's stent, a bmw guide wire separated inside the stent delivery system (sds) and guiding catheter. The sds, guiding catheter and guide wire were removed as a single unit. Another bmw guide were was advanced; however, it was sticking with the sds. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Result - product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core was separated at the distal end of the hypotube. There was a small piece of core extending from the hypotube. The separated piece of core was corkscrewed for a length of 8 cm. The polymer was torn 5 cm distal to the proximal end of the polymer for a length of 1.3 cm. There was no other damage noted to the guide wire. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.